Event description:
The reporter stated the surgeon inserted a aa4204vf silicone single piece lens. The lens tore as the surgeon was inserting the lens into the patient's right eye. The lens was removed with no patient injury. Cause of lens tear is unknown. The cartridge or injector model and lot numbers were not provided.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). No consequences or impact to patient. Break, optic; fracture, haptic. Evaluation method: lens work order search. Results: a visual inspection of the returned product found one plate haptic and piece of optic torn off and missing. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history, work order search and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).